Manufacturer narrative:
A new pacing system was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacing system developed a pocket hematoma one day post implant. All device measurements and function were normal; therefore, no changes were made to the system. Approximately one month later, the patient presented to the hospital with a bruise and the suture line of the device pocket was unsealed. The device was exposed through the skin. A pocket infection was suspected. The pacing system was explanted and a new system was successfully implanted on the opposite side with normal measurements. No additional adverse patient effects were reported.